Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician attempted to remove the introducer (the procedure was abandoned for physiological reasons), the nylon split and the amplatz coils began to unravel. The devices were removed as a unit, no fragments were left in the patient, and there were no injuries or additional procedures reported. It was further confirmed that the coating was torn and the coil was elongated.